Event description:
It was reported by the olympus representative, the endoeye flex deflectable videoscope presented a noisy image and sometimes no image. No patient harm reported. This report is to capture the reportable malfunction of no image.

Manufacturer narrative:
The device was evaluated, the reported issue was not confirmed. The bending section cover adhesive was missing. The angle fixing part of the operation part was loose. There were scratches on the operation part, grip, up/down/right/left plates, switch one (1), and light guide cover glass due to external factors. The light guide connector was deformed due to external factors. The video connector, light guide connector, and video connector case may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to this problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a system failure, a failure with the cdd unit, or a failure with the internal board of the endoscope connector. Olympus will continue to monitor field performance for this device.